Event description:
It was reported through an implant card that a vns patient was explanted of a model 102r generator and re-implanted with a model 102. The lead was also replaced due to compatibility issues and the reason for replacement marked on the implant card was due to pain. Good faith attempts to obtain additional information have been unsuccessful to date.